Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. Subsequently, this rv was explanted and successfully replaced. Other than surgery, no adverse patient effects were reported. This rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted that the lead returned severed approximately 200 millimeters (mm) from the terminal end. Insulation damage was observed approximately 67-86 mm from the terminal end. Insulation damage characteristics are consistent with lead-on-lead abrasion. Testing was completed to assess the lead electrical performance of the returned portions. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. Subsequently, this rv was explanted and successfully replaced. Other than surgery, no adverse patient effects were reported. This rv lead was already returned to boston scientific, but further analysis has not yet been performed.